Event description:
Report of underdelivery. It was reported that a primary and secondary line were being infused in concurrent mode. The primary line wsa set to infuse a maintenance fluid, either normal saline or d5lr, at a rate of 100 ml/hr with a dose limit of 975 ml. The secondary line was being used to infuse three sequential antibiotics at a rate of 30 ml/hr, a dose limit of 20 ml, and the call back alarm was set. The first and second antibiotic dosages, ampicillin and gentamycin, delivered 15ml of the 20ml syringe and when the pump alarmed call back there was 5ml remaining. For each incident, the nurse reprogrammed the pump for the remaining 5ml infusion and callback with appropriate function. Following the second occurrence, the pump was replaced for the third antibiotic infusion and the new device functioned without further incident. The customer reported that a syringe adapter was not in use. The pt had an uncomplicated vaginal delivery without harm to mother or newborn.